Event description:
Corrected information: additional information received indicated that the event previously reported in the initial MDR was incorrect. The correct information regarding the event is as follows: it was reported that the patient experienced 2 episodes of drug withdrawal over 3-4 weeks, starting in (B)(6) 2012. The patient was seen in the emergency room on (B)(6) 2012, where the physician aspirated from the catheter access port, and then gave the patient a therapeutic bolus which the patient 'responded well to.' There were no alarms reported. The drug volume was checked, and no discrepancy was noted. The device system was used to deliver fentanyl, clonidine, and bupivacaine (marcaine). It was later reported that the patient had approximately 4 episodes of withdrawal with symptoms including 'hypertension, horrific pain, and some flu-like symptoms.' The episodes lasted about 10 hours, and it was believed that the patient was not getting drug. The patient had been to the emergency room a couple of times in the past 3 months, and it was believed to be related to the drug infusion system. It was reported that a couple months ago the spinal segment of the catheter was replaced and spliced by the doctor, but the issues persisted. The pump event logs were reviewed and no issues were noted. The event logs were 'normal.' The physician performed a dye study and could not aspirate, but the physician injected saline through the catheter. When the saline was injected through the catheter, the patient did get effect and also maybe 'a bit overdosed.' Imaging was performed, and it was reported that there was nothing apparent on the catheter. It was also noted that there were no new activities for the patient. The patient was responsive to therapeutic boluses, and did get clinical effect other than the four episodes that lasted ten hours. The physician elected to replace the entire system. It was noted 'as far as I know the patient is doing well and receiving effective therapy'.

Event description:
The event that pertained to the patient experiencing withdrawals and the corresponding catheter revision that occurred in (B)(6) 2012 will now be reported in mfg. Report # 3004209178-2013-04756.

Event description:
Additional information received reported that the patients entire pump system was not entirely replaced as previously reported. Erroneous information was given. The patient only had the catheter replaced, and not the pump. After receiving the new catheter, the patient was 'doing fine' and 'receiving effective therapy'. The reporter was unable to provide specific information of what/if any diagnostics were performed on the catheter.

Event description:
It was reported that the patient experienced 2 episodes of drug withdrawal over 3-4 weeks, starting in (B)(6) 2012. The patient was seen in the emergency room on (B)(6) 2012, where the physician aspirated from the catheter access port, and then gave the patient a therapeutic bolus which the patient "responded well to." There were no alarms reported. The drug volume was checked, and no discrepancy was noted. The device system was used to deliver fentanyl, clonidine, and bupivacaine (marcaine). It was later reported that the patient had approximately 4 episodes of withdrawal with symptoms including "hypertension, horrific pain, and some flu-like symptoms." The episodes lasted about 10 hours, and it was believed that the patient was not getting drug. The patient had been to the emergency room a couple of times in the past 3 months, and it was believed to be related to the drug infusion system. It was reported that a couple months ago the spinal segment of the catheter was replaced and spliced by the doctor, but the issues persisted. The pump event logs were reviewed and no issues were noted. The event logs were "normal." The physician performed a dye study and could not aspirate, but the physician injected saline through the catheter. When the saline was injected through the catheter, the patient did get effect and also maybe "a bit overdosed." Imaging was performed, and it was reported that there was nothing apparent on the catheter. It was also noted that there were no new activities for the patient. The patient was responsive to therapeutic boluses, and did get clinical effect other than the four episodes that lasted ten hours. The physician planned to revise, "probably the whole catheter", on (B)(6) 2012. It was later reported, but unclear if the patient was seen on (b)(5) 2012 for the complaint of drowsiness. It was reported that the patient's pump was programmed to minimum rate, but two hours later was readjusted back to the previous level because of a return of pain. It was noted that the "patient's system was working fine" and no diagnostics were performed. The patient's drowsiness was attributed to the addition of prialt by the physician 4 days earlier. It was noted that the patient was not overly drowsy for there to ever be a concern by the medical staff. The patient was "an anxious individual by nature." It was noted that the patient was at the same rate as the day the prialt was added, and was "doing well." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2004-(B)(6) explanted: 2012-(B)(6) product type catheter; product ID 8598a lot# serial# (B)(4) implanted: 2012-(B)(6) explanted: product type catheter; product ID 8578 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product type accessory. (B)(4).

Event description:
Additional information: it was reported that on (B)(6) the catheter needed revision and on june 4 the catheter was replaced. The patient experienced low blood pressure. The patient was sent emergency department (ed) for observation. The patient outcome was reported as no injury.

Event description:
Additional information indicated that the patient had had 'problems in the spring with his pump,' and it was noted that he had three operations to correct the issue. The catheter was still noted to have been replaced. The patient stated that he had to go the ER four times in the (B)(6) 'before they finally figured it out,' though it was unclear what the resolution involved. It was also reported that he had one of the operations twice. No additional information was available at the time of this submission. A follow-up report will be sent if further information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type catheter; product ID 8627l18, serial# (B)(4), product type pump; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).